Event description:
It was reported that the saw blade was stuck in the attachment. There was no patient impact. Additional information received on evaluation stating that the bearing was detached made this event reportable.

Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation confirmed the reported malfunction of bur stuck inside the attachment. The likely cause of failure was due to bearing detached. However, it was also noted that the distal bearing was worn, color band was discolored. Laser markings were faded; leg was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.